Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 20, 2015. The device was evaluated at the dublin compounding facility. Visual inspection noted particulate matter inside the device. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had fiber inside. This was identified during storage. The device was filled with an unspecified amount of aztreonam. There was no patient involvement. No additional information is available.